Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation summary: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that breakage was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "consumer who stated he did not feel comfortable utilizing the cosentyx since the syringe had the spring part broken."